Manufacturer narrative:
Concomitant medical products: evolutpro-23-us valve; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection in the form of endocarditis. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.